Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose of 2.1 mmol/l. The insulin pump alarmed hardware low level failure at the time of self test. The insulin pump was out of auto mode due to sensor problem. The customer did not believe that the insulin pump was over delivering. The insulin pump passed displacement verification test. The insulin pump will not be returned for analysis.